Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during robotic laparoscopic neprho-ureterectomy procedure, while docking arms to the patient, one of the arm in arm cart assembly(aca) got frozen. The arm was reset and recalibrated to resolve the issue. And then, the procedure was continued as planned. There was no patient injury.

Event description:
It was reported that during robotic laparoscopic neprho-ureterectomy procedure, while docking arms to the patient, one of the arm in arm cart assembly(aca) got frozen. The arm was reset and recalibrated to resolve the issue. And then, the procedure was continued as planned. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been amended. Device evaluation: medtronic led an evaluation of the associated device data for the reported arm cart assembly (aca). Evaluation of the device data indicates three instances of cable removed/inserted in a very short period of time which triggered an error code ¿communication loss: subsystem robot application (sra) software¿, which might indicate a loose hybrid cable. The user might not have inserted the hybrid cable correctly while connecting the arm. This can cause communication issues and put the arm into a hard stop state. Evaluation of the device data for the reported arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.